Event description:
The customer reported the problem as "can't use the system" , "leakage to high on paddle set issue possibly on power board cu has pacing". There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.